Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated an r-wave amplitude measurement issue.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated sensing integrity counter (sic), t-wave oversensing (twos), rising thresholds, rising impedance, and diminished sensing. The lead was reprogrammed and remains in use. No patient complication shave been reported as a result of this event.